Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was completed and no problems were revealed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A homechoice return instrument test/evaluation (rite) functional testing had no issues or errors and all tests passed. Rite electrical testing failed the ground bond test. During evaluation it was determined that cause of the ground bond test failure was due to the door ground wire not being attached to the ground post. The door ground wire was replaced. Should additional relevant information become available, a supplemental report will be submitted.